Event description:
It was reported during embolization of the coil, it would not detach despite multiple attempts. Physician then pulled the coil back into the catheter, while doing this the coil finally detached and went out into the vessel. The coil stretched and was left in the patient. Additional information received stated that there was no issue with the catheter. There was no reported injury to the patient.

Manufacturer narrative:
A user medwatch was received (B)(4) on (B)(6) 2022, notifying and providing awareness of a medical device report as received by the FDA. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation.  The investigation is ongoing. The instructions for use (IFU) identifies premature or difficult or delayed coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the proximal connector kinked, the hypotube bent, and the pusher broken at the transition area. The implant and the part of the pusher distal to the broken area was not returned for evaluation. Due to the severe damage to the pusher, the investigation could not determine if the attachment monofilament experienced a tensile break or a thermal detachment; furthermore, the pusher was unable to be tested to determine if conditions existed that would have cause or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.